Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was changing the insulin pump when all the insulin fell out of the back of the reservoir into the pump. Customer stated that the screen is now white. Customer's blood glucose was 327 mg/dl at the time of the incident. Customer stated that the reservoir leaked insulin into the pump. Customer could not test her high blood glucose due to the damage to the pump. Customer reported fluid under the lcd display. Customer reported that the leak is past the 2nd o-ring. Customer was advised to return the reservoir for analysis. Customer will revert to a back-up plan.